Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls for tbil were within expected range. The customer believes the issue to be due to the short sample. A siemens customer service engineer (cse) was dispatched to the customer site. The customer ran a sample study and the result was acceptable. The cse performed an instrument check, replaced and aligned the aliquot probe and aligned the reagent server 2. The cse also checked the alignment of the cups in the stat lane, where the issue was potentially originated. The alignments were correct. The cse ran quick check, which passed. The instrument was brought up to the user interface (gui) without any error. Quality control was run. The customer is using the instrument to test pediatric samples for tbil, which is an off label use for the dimension vista 500 instrument. The cause of the discordant, falsely depressed tbil result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed total bilirubin (tbil) result was obtained on a pediatric sample on a dimension vista 500 instrument. The sample was repeated on an alternate dimension vista instrument resulting higher. The initial result was not reported to the physician(s). The repeat result obtained on an alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed total bilirubin result.